Manufacturer narrative:
The main circuit board and pneumatic block were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf184) related to main circuit board overtemperature. There was no harm or injury reported as a result of the event.

Event description:
During resmed evaluation, an astral device displayed an error message (sf184) related to main circuit board overtemperature. There was no harm or injury reported as a result of the event.

Manufacturer narrative:
The astral main circuit board ad pneumatic block were returned to resmed for an investigation. Review of the device data logs could not confirm the reported sf188. However, review of the device data logs confirmed an error message (sf148) related to the blower and an error message (sf188) related to safety assert system. Visual inspection of the pneumatic block identified the non-return valve inlet tube was not connected. The non-return valve inlet tube was reconnected to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).